Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the issue is likely procedure rather than device related.

Event description:
It was reported to nevro that a patient had acquired a seroma following the implant procedure. The fluid was drained and the site has healed properly. There was no report of further complication.